Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose of 517 mg/dl at the time of the incident. The customer's other blood glucose was 160 mg/dl. The customer used the insulin pump to treat after changing the infusion set. The customer did not mention any symptoms. The customer was wearing the insulin pump during the event. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed. The customer reported the infusion set cannula was bent. The insulin pump will not be returned for analysis.